Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) could not be interrogated due to an electrical reset warning. The patient had undergone bariatric surgery. The icm remains in use. No patient complications have been reported as a result of this event.